Event description:
It was reported that a large female pt was undergoing an exam on the magnetom espree system, and alleged received a 2nd degree burn from touching the inside bore with her breasts. The pt was wearing a hospital gown and elastic waist pants during the procedure. The exam was completed successfully; however the pt commented that her breasts felt very hot during the scan and felt warm upon removal from the equipment. According to the technologists who inspected the pt after the exam, the pt was warm to the touch and sweaty. The pt was released from the facility but noticed a blister on her left breast the next day. The pt was later treated for the burn by her primary physician.

Manufacturer narrative:
The unit was inspected by siemens local service. The engineers successfully performed quality assurance protocol on the system and the unit is functioning according to specifications. The system is equipped with a squeeze ball and intercom for the pt to alert the operator in the event they experience discomfort. Siemens factory experts requested save log and dig. Images for further investigation. The investigation is on-going.